Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("skin changes on abdomen 3 years after successful placement - suspected nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, 3 years after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and skin disorder ("skin changes on abdomen 3 years after successful placement - suspected nickel allergy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and skin disorder outcome was unknown. The reporter provided no causality assessment for allergy to metals and skin disorder with essure. The reporter commented: essure insert was removed after a successful placement at the request of the patient due to skin changes on abdomen after 3 years - suspected nickel allergy; causal correlation to the essure insert has not been clearly demonstrated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("skin changes on abdomen 3 years after successful placement - suspected nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, 3 years after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and dermatitis contact ("skin changes on abdomen 3 years after successful placement - suspected nickel allergy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and dermatitis contact outcome was unknown. The reporter provided no causality assessment for allergy to metals and dermatitis contact with essure. The reporter commented: essure insert was removed after a successful placement at the request of the patient due to skin changes on abdomen after 3 years - suspected nickel allergy; causal correlation to the essure insert has not been clearly demonstrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("skin changes on abdomen 3 years after successful placement - suspected nickel allergy") in a female patient who had essure (batch no. A14895) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 3 years after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and dermatitis contact ("skin changes on abdomen 3 years after successful placement - suspected nickel allergy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals and dermatitis contact outcome was unknown. The reporter provided no causality assessment for allergy to metals and dermatitis contact with essure. The reporter commented: essure insert was removed after a successful placement at the request of the patient due to skin changes on abdomen after 3 years - suspected nickel allergy; causal correlation to the essure insert has not been clearly demonstrated. Allergy to metals was supposingly confirmed. After dermatologist's opinion relatedness of the changes with essure was very questionable. There is no information if the skin disorders (hyperpigmented stripes inguinal both sided) improved since the patient hadn't showed up for check-up. Most recent follow-up information incorporated above includes: on 7-sep-2018: batch number provided. Treatment dates received and causality information was considered very questionable after dermatologist's opinion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("skin changes on abdomen 3 years after successful placement - suspected nickel allergy") in a female patient who had essure (batch no. A14895) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 3 years after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and dermatitis contact ("skin changes on abdomen 3 years after successful placement - suspected nickel allergy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals and dermatitis contact outcome was unknown. The reporter provided no causality assessment for allergy to metals and dermatitis contact with essure. The reporter commented: essure insert was removed after a successful placement at the request of the patient due to skin changes on abdomen after 3 years - suspected nickel allergy; causal correlation to the essure insert has not been clearly demonstrated. Allergy to metals was supposingly confirmed. After dermatologist's opinion relatedness of the changes with essure was very questionable. There is no information if the skin disorders (hyperpigmented stripes inguinal both sided) improved since the patient hadn't showed up for check-up. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc (update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.